Event description:
It was reported that during a percutaneous nephrolithotomy (pcnl) procedure, the tria ureteral stent was placed and the sutures were removed from stent per usual. After stent insertion, fluoroscopy was used and it was noted that the coiling was not coiling properly. The stent was removed, and a small tear was noted. Stent discarded per surgeon, new stent placed with no issue. The were no patient complications reported.

Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable event of stent torn material, inside the patient.

Event description:
It was reported that during a percutaneous nephrolithotomy (pcnl) procedure, the tria ureteral stent was placed and the sutures were removed from stent per usual. After stent insertion, fluoroscopy was used and it was noted that the coiling was not coiling properly. The stent was removed, and a small tear was noted. Stent discarded per surgeon, new stent placed with no issue. The were no patient complications reported.

Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable investigation results of stent torn material, inside the patient. Block h11: the tria ureteral stent was not returned for analysis, however, the customer provided media of the device. It showed that the coil was torn and that was fully detached from the rest of the stent which confirms the reported event of stent torn material and shows evidence of stent coil detached or separated. It is possible to conclude that these issues could be caused by operational factors. Probably some manipulation during the procedure could have caused the tear and then the detachment of the coil. For that reason, the reported event of stent torn material and the issue found of stent coil detached or separated will be documented as adverse event related to procedure. Therefore, this complaint is assigned an investigation conclusion code of cause not established since the investigation findings do not lead to a clear conclusion about the cause of some of the reported adverse events.